Event description:
During an evaluation by baxter, it was discovered that an administration set in which the tubing had separated from the chamber. The alleged defect was observed during product evaluation. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Two actual samples were returned to the plant for evaluation. Visual inspection revealed that the chamber was separated from the tubing in both of the returned samples. Therefore, the reported condition was confirmed. The assignable root cause was determined to be low insertion. As a corrective action, a vision system was installed on the machine to check for under insertions. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.